Event description:
It was reported that during preparation of a 2.75x38 mm rx xience xpedition stent delivery system (sds), while flushing the sds the stent dislodged from the balloon and fell onto the sterile table. The device was not used and there was no patient involvement. Reportedly, there was no resistance felt during removal of the protective sheath. A new same sized rx xience xpedition was used successfully for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.